Manufacturer narrative:
(B)(4). Date sent: 08/27/2025. Corrected data: investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view code gst60b, lot # 857e34, exp. Date: (B)(6) 2027. The second photo shows a box with a label with the product code gst60b, lot # 857e34, exp. Date: (B)(6) 2027. The third and fourth photo shows two blue reloads from pan area. The fifth photo shows two blue reloads appears to be fully fired. One reload can be seen with orange drivers and the other reload with white drivers. The sixth photo shows a package with an external label. In addition, the lot number 857e34 was reviewed and is not found in our quality tracking system, confirming the product is counterfeit. A lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 857e34 showed that this lot was not authorized to be sold to the account that reported the issue. Based on the photos reviewed, the counterfeit product and the suspect diversion are confirmed.

Event description:
Diversion complaints (parallel import) complaint was sent by key account manager based on data from wh lot 857e34 wasn't shipped to russia wh.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2025. Investigation summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a tyvek from top view code gst60b, lot # 857e34, exp. Date: 2027-05-31. The second photo shows a box with a label with the product code gst60b, lot # 857e34, exp. Date: 2027-05-31. The third and fourth photo shows two blue reloads from pan area. The fifth photo shows two blue reloads appears to be fully fired. One reload can be seen with orange drivers and the other reload with white drivers. In addition, the lot number 857e34 was reviewed and is not found in our quality tracking system, confirming the product is counterfeit. A lot trace was performed on the lot provided, the suspect diversion is confirmed since according to a lot trace of lot 857e34 showed that this lot was not authorized to be sold to the account that reported the issue. Based on the photos reviewed, the counterfeit product and the suspect diversion are confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.